Event description:
It was reported via repair work order that there was lack of support at the left side leg due to damaged particle board where the leg screws in. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.